Event description:
I chose to have the reshape intragastric balloon placed to help with weight loss. It was inserted without incident on (B)(6) 2018. I was discharged from endoscopy and on the way home, started vomiting. I knew some was to be expected but it was incessant for two hrs and not relieved with antiemetics. I returned to the ed with increasing abdominal pain, nausea and persistent vomiting. I was given ativan to relax the sphincter and some dilaudid for pain. The balloons were examined by xray and found to be in place. There was no suggestion of perforation. I was admitted for symptom control. Later I was given reglan and this caused an immediate and severe limb agitation which was absolutely horrible. I presume it was extrapyramidal side effects due to the reglan. The abdominal pain was epigastric in nature and intensified over the next 20 hrs and nothing was helping with the pain and so I demanded it be removed prematurely. The dr said there was a lot of fluid in the distal stomach, possibly caused by gastroparesis due to narcotics. I don't know how to determine if the balloons were overinflated to begin with as the symptoms started immediately. After retrieval of the balloons, the symptoms abated immediately and thankfully there are no consequences. I am concerned about the product reshape and the safety of it.